Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that there was a line through the display screen. Was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/16/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/30/2017 with the following findings: during investigation, the original complaint of the line in the display could not be duplicated. The pump was opened and there was no intermittent condition found on the display flex connector.